Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received an accurate fill estimate after loading the cartridge with 480 units of insulin. The customer stated a few hours later the insulin gauge displayed 150 units and remained at 150 units for a day. There was no impact to the customer's blood glucose level. The customer loaded a new cartridge onto the pump and resolved the issue.